Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis event. Per the patient, the cause of peritonitis was potentially related to surgery to replace their pd catheter; however, this could not be medically confirmed. At the time of this report, the patient was recovered from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).